Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with crack/chip on the right plunger case and visible contamination by the ?l" bracket pole clamp and counterfeit super cap found in main pc board. Event log history was performed and indicated that invalid syringe size was recorded in history. During analysis, the reported issue was unable to be duplicated. Service replaced the main board (counterfeit super cap) as preventive measure. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited alarms. No patient was involved in this event. No adverse effects were reported.